Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.